Manufacturer narrative:
In the case description, the user mentioned that the charger melted and the device would no longer charge. Visual inspection of the returned controller found no evidence of thermal exposure. Inspection of the charging port found no thermal damages. The controller was returned with the charging adapter but the charging cable was not returned. Inspection of the charging adapter found no damages. The controller was returned with the battery depleted. The controller was plugged in using the returned adapter and a known good charging cable. The controller was able to charge to 100%, turn on, and boot up with no issues. The device did not require a pin code to unlock and the device booted up to first time start up after being unlocked, indicating that the device was not initialized by the user. Inspection of the android log files downloaded from the returned device found no battery level information from the date of occurrence. The log files show that the device was turned on between (B)(6) 2022 and (B)(6) 2022. No information from (B)(6) 2022 was observed in the logs. No issues with battery life were observed during the investigation or in the downloaded log files. The controller battery was found to function as intended. The exact cause of the reported charger melting could not be determined as the charging cable was not returned for investigation. Correction to d(4): sequence number changed from unavailable to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger has melted. It was also reported that the pdm would not hold a charge.